Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: initial reporter facility name: (B)(6). H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hex coupling tip of the scrdriver shaft matmand short not self-h was found broken and severely deformed. The broken fragments were not returned for evaluation. No other defects that could have contributed to the reported condition were observed. A dimensional inspection for the scrdriver shaft matmand short not self-h was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft matmand short not self-h would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.503.066; lot no:3354983; release to warehouse date: 28 jan 2010; manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that during a removal surgery performed on (B)(6), 2023, the surgeon attempted to extract the matrix rib screw with the screwdriver and sleeve, but the screw was too tight to be extracted, partly because it had been some time since it was inserted. The surgeon tried several screwdrivers and sleeves. The surgeon also felt that those instruments got bent. The screw was eventually extracted by using a carbide drill, and the surgery was completed successfully with a less than 30-minute delay. The patient outcome was reported to be stable. Upon manufacturer investigation of the returned device, it was identified that the returned screwdriver shaft was broken. This report involves one matrixmandible scrwdrvr blade short/non self-retaining. This is report 1 of 1 for (B)(4).